Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2/lcd keypad connector. Unable to perform self-test, unexpected error test, displacement test, rewind, operating currents, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to no button response. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked case, cracked display window, cracked reservoir tube, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
The insulin pump was returned for analysis. The customer's blood glucose value was unknown.